Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#: 1627487-2011-05531 and 5532. The pt received his paddle lead on (B)(6) 2011. He received his ipg on (B)(6) 2011. It was reported, the pt was not getting coverage of left leg and felt rib stimulation. The pt had also experienced an accident that left a deep cut at the ipg site. As a result, the pt underwent surgical intervention. During the procedure, the doctor decided to add a percutaneous lead and replace the ipg. Both leads were plugged into the replacement ipg and revealed invalid impedance. The leads were disconnected and reconnected and invalid impedance was shown once again. The ipg showed normal impedance. Post-op, an sjm rep reprogrammed the pt and was able to provide him with adequate coverage.